Event description:
It was reported that pump became hot to touch while customer was at school, and caller stated this was second occurrence with similar issue previously noted. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump, planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed caller to place current pump in storage mode, transfer pump settings and reconnect continuous glucose monitor on replacement, and return problematic pump using prepaid label within 10 days, which caller understood and acknowledged.